Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint could not be confirmed. One unpackaged ar-8850 (no batch/sn present) was received for investigation. Functional testing identified that the blade could be both deployed and retracted by use of the toggle on the handle. No problem found. The returned ar-8850 functioned as intended.

Event description:
It was reported that the cutting edge did not come out even when the lever on the centerline endoscopic carpal tunnel release instrument, ar-8850. A new device was used with no adverse effect to the patient.